Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they work in the rain and the insulin pump may have received damage from moisture exposure. The customer stated the insulin pump was vibrating without an alarm or alert. The insulin pump's display went blank immediately after the insulin pump's exposure to moisture. They also reported that there were bumps on the screen. The customer's blood glucose level was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed the operating currents measurement, self-test and displacement test. Insulin pump was monitored for several days and no blank display anomaly or constant tone anomaly noted. No damage found on connector/lcd isolation tape noted. No moisture damage found inside the insulin pump. Insulin pump had cracked reservoir tube lip and minor scratched display window.